Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient's pump alarmed for no disposable clamp tubing. The settings were reviewed and the patient was instructed to shut off the pump. When the pump was restarted, it was in run mode. Later, the patient again reported that the pump was alarming for no disposable. The patient was instructed to shut off the pump and clamp his tubing. He removed the cartridge and checked for kinks in the line. The green toggle was really tight against the tubing and the patient did not see how any medication could get through because the tubing was very pinched. The patient indicated that his clinic will give him a new cartridge. The patient was instructed to attach his cartridge and, with the pump off and tubing still pinched, he is proceeding to his clinic. No patient injury was reported.

Manufacturer narrative:
Other, other text: a3: sex: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500.